Manufacturer narrative:
This report is submitted on june 22, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced breakdown of the wound resulting in an extrusion of the implant. Explantation is planned; however, it is unknown if this has occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2017. This report is submitted on (B)(6) 2017.

Manufacturer narrative:
This report is submitted (B)(6) 2017.